Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The device was explanted and then was used as an external temporary device. Subsequently, the pacemaker was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the explant date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The device was explanted and then was used as an external temporary device. Subsequently, the pacemaker was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The device is no longer in service.